Event description:
Reportedly, the box clamp was loose so that customer had to fix suture loop onto the catheter after insertion, but the suture got broken and the catheter came out with some bleeding. Device was discarded at hospital. Follow up indicated that it was not reported how much bleeding the patient experienced, and it was not reported if there was any patient intervention.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. Central venous access was lost, as a result of this issue, therefore, a new access had to be performed. The major risks in the placement of a central line are pneumothorax and bleeding. The risk is greatest when the central vein is accessed. Therefore, those malfunctions requiring a "new stick" should be reportable. A device history record review could not be completed as the lot number was not provided. The device is not available for evaluation because it was discarded at the hospital.